Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the tip could not extend when the ipl reached the target position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex. If information is provided in the future, a supplemental report will be issued.